Event description:
Ra unipolar lead failure along with noise was reported. Lead will be evaluated and remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was capped on (B)(6) 2023 due to noise the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was capped on (B)(6) 2023 due to noise. Upon receipt, the lead under complaint was found cut 12 cm distal to the is-1 connector pin into two segments. An extraction aid was found on the distal fragment. Additional cuts into the insulation were found, it is reasonable to assume that the lead was cut during the surgery. The lead was found covered in fibrotic growth between 23.5 and 17.5 cm proximal to the lead tip and between 14 and 12 cm proximal to the lead tip. Furthermore, the fixation helix was also found covered in fibrotic growth. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.